Event description:
It was reported that insyte autog bc blu 22ga x 1.0in connection was not tight and leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the distributor that the connection with the catheter was not tight which caused leakage. Per third party form: the reporter stated that the connection with the catheter is not staying tight, causing leaks and impacting dressing integrity. Actual sample availability was unknown. Process step was not specified. Patient involvement was unknown. The occurrence of event was on 06-22-2021. There were three separate instances all with the same issue. No additional information provided. On 25-jun-2021, product surveillance received an email from the customer for the due diligence. It was reported that all three instances did not occur on 22-jun-2021. The reporter said that when the nurse brought it to their attention, two other nurses chimed in saying it happened to them recently as well. They do not have the patient's identifiers. They believe that it was only one affected 7n8300 for each instance. The events occurred during patient infusion. The patient the reporter witnessed was a pediatric patient. There was no injury to the patient. It was not a chemo drug that leaked. They were not aware of anyone who came into contact with the leaked infusion without protection. The reporter stated that they have the item that leaked in a biohazard bag plus one unopened from the same lot number. It was noted that at the connection with the catheter needle there was blood so they had to handle them with gloves. The event was reported to a colleague.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in connection was not tight and leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the distributor that the connection with the catheter was not tight which caused leakage. Per third party form: the reporter stated that the connection with the catheter is not staying tight, causing leaks and impacting dressing integrity. Actual sample availability was unknown. Process step was not specified. Patient involvement was unknown. The occurrence of event was on (B)(6) 2021. There were three separate instances all with the same issue. No additional information provided. On (B)(6) 2021, product surveillance received an email from the customer for the due diligence. It was reported that all three instances did not occur on (B)(6) 2021. The reporter said that when the nurse brought it to their attention, two other nurses chimed in saying it happened to them recently as well. They do not have the patient's identifiers. They believe that it was only one affected 7n8300 for each instance. The events occurred during patient infusion. The patient the reporter witnessed was a pediatric patient. There was no injury to the patient. It was not a chemo drug that leaked. They were not aware of anyone who came into contact with the leaked infusion without protection. The reporter stated that they have the item that leaked in a biohazard bag plus one unopened from the same lot number. It was noted that at the connection with the catheter needle there was blood so they had to handle them with gloves. The event was reported to a colleague.